Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies have been returned to the manufacturer.

Event description:
It was reported that the patient underwent a procedure for implant of an artificial cervical disc. Approximately 7 years post-op the patient suffered a fall. Subsequent x-ray and CT scan showed that a screw had backed out about 3cm. Patient reports to be experiencing neck and back pain, and some periods of right arm weakness. No additional treatment has been provided at this time.